Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the cdh29 staples did not form. No add'l info is available. How the case was completed is unknown. 11/22/2000: add'l info from affiliate. The device was a cdh33 and not a cdh29. It was reported that during a low anterior resection, the cdh33 anvil did not stay on the trocar when the surgeon tried to compress the tissues. The surgeon heard a "click". The device was not activated. The surgeon opened another device to complete the case. There was an extended or time by 15 minutes. And no consequence to the pt.